Event description:
This has been ongoing since around 3 months after receiving my philips dreamstation auto CPAP on (B)(6) 2020. Starting getting sinus headaches on a regular basis, usually 5 days a week. Often these headaches were present upon waking. I sought medical assistance from my dentist for teeth grinding thinking that could be causing the issue. New mouth guard was made and it did not solve the problem. I saw an optometrist after that thinking that my eyes could be straining and causing the headaches. I received a mild prescription for reading glasses that did not stop the headaches. I then went to an ophthalmologist to have my eyes fully checked. There was no issue found with my eyes. The ophthalmologist recommended that I see a neurologist. The neurologist recommended a nerve block around my eye. We did this and it did help for around six weeks. During this time I also noted to my doctor that I had become hypersensitive on my skin. I first noticed this during acupuncture. I had been doing acupuncture for several months on a bi-weekly basis with no issues. Seemingly out of nowhere I had to stop going because every needle would make me jump and it hurt. I have never had this issue before. Also during this time I have noted a few times that a nasal secretion which due to the color seemed like brain fluid leaking through. This only lasted for a day each time and I have not yet made an appointment with the ent to get this examined. Also of note, the philips CPAP machine I received on (B)(6) 2020 has gotten significantly louder and my wife has confirmed this with me also. As I write this, I have a headache that I woke up with today. I still have my older resmed machine to use and I will be discontinuing use of the philips machine immediately. FDA safety report ID # (B)(4).